Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the IV channel was found off after patient was sent to CT (computed tomography). There was patient involvement, however outcome is unknown. No devices were sequestered for investigation.